Event description:
It was reported to philips that the heartstart xl defibrillator charging time at maxim power exceeded 5 seconds. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.